Event description:
It was reported that when the non-dependent patient presented for a device change-out due to normal eri, high pacing lead impedance and high capture threshold were observed. The lead was capped and replaced. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.